Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were small and calcified. It was reported that an endurant 36x16x145 was selected for use; however, the only guidewire from another manufacturer the hospital had was contaminated during the procedure. The physician tried several times to get the delivery system to cross without success. The account went to get another guidewire at another facility during the case. The physician put a new guidewire up and tried to advance the delivery system but was unsuccessful. The device did not kink, it looked fatigued. The physician opened another endurant and it went right up. A guidewire was used the entire procedure. The rest of the case was successfully completed. The physician had to do a patch graft on the diseased vessel for both femoral arteries and wanted to bring the patient back to repair the patch because the main body side continued to bleed post op. The patient was doing fine post operatively. The device did not have any damage to it. The physician does not know the cause of the event however, may be patient related due to very dis eased vessels. The physician repaired the artery further during the second surgery later that same night. During the second surgery to fix the patch graft, the patient coded. The injury was at the cut down site as the vessel was heavily calcified. It was reported that later that evening the patient expired. The patient either expired due to blood loss or developed a retroperitoneal hematoma. The endurant did not cause a vessel perforation. The patient never recovered from that shock and passed away.

Manufacturer narrative:
(B)(4).